Event description:
It was reported that noise leading to oversensing, tachy detection and false non sustained episodes, externalization of conductors was observed on the right ventricular (rv) riata lead. The rv lead was capped (B)(6) 2021 and replaced. The patient experienced no symptoms due to the event and there were no patient consequences.